Event description:
The customer reported that the input fuses on the monitors blew, causing the system's monitors to go blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation, and installed an upgrade in the system so that the fuses would not blow. The system was tested and found to be working as intended and put back into service.